Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2007-00357 and #3003742446-2007-00358.

Event description:
The report received from the patient's spouse indicated the patient had two cypher stents implanted in an unknown target lesion. Approximately thirty-eight (38) months after the index procedure, the patient was reported to be suffering from fatigue and achy joints. A recent catheterization was done and the patient was reported to have a 40-50% blockage of the previously implanted cypher stents. The report also stated the patient's platelet count was low and he has seen three (3) oncologists/hematologists recently. He has also seen a rheumatologist and orthopedic doctor. The patient has had a recent bone marrow biopsy done and is scheduled for a cat scan of his liver and spleen. Attempts to obtain additional information have been unsuccessful.